Event description:
It was reported that the customer's insulin pump had a shortened battery life. The battery was not lasting more than one week in the insulin pump. The customer's blood glucose level was 155 mg/dl. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit alarmed failed battery test after battery insertion due to a corroded battery tube. It was not possible to test the operating currents, low battery alarms, and off no power alarm due to the failed battery test alarm. The unit had a minor scratched display window.